Event description:
On (B)(6), 2012, the patient's dad/reporter claimed the patient had sporadically elevated blood glucose in the 200 mg/dl range last week and tested positive for moderate ketones possibly due to air bubbles in the cartridge related to use error. According to the reporter, the patient's mom does not push the air out of the cartridge before use. The issue was resolved with training. There was no evidence a product malfunction was associated with the alleged incident. This complaint is being reported due to possible use error and because the patient tested positive for moderate ketones while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.